Event description:
A malfunction was reported when a pump was dropped, displaying malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted with the reset, and confirmed the malfunction did not recur, allowing the customer to continue using the pump.